Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the second revision on (B)(6) 2018 in which a shell (implanted (B)(6) 2011), liner, and head (both implanted (B)(6) 2012) were revised. Postoperative diagnosis: patient had an index surgery with a modular abg performed in (B)(6) 2011, which needed revision due to stem-neck corrosion (performed on (B)(6) 2012). At that time all components were exchanged except the shell. The patient presented with hip instability, and now [(B)(6) 2018] doctor performed an off-label revision with constrained components. All components except for the revised stem (a non-modular abg ii) were exchanged at this time.